Event description:
The pump was returned for investigation. Investigation revealed a component misaligned and shifted on the pcb board. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple occlusion alarms with high force on the reported event date. The pump was able to prime successfully. The pump was tested for 24 hours and an occlusion alarm was emitted. Investigation revealed a component misaligned and shifted on the pcb board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.